Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: due to cracks in the video connector, it was not possible to maintain an airtight seal, and it was assumed that water had entered the main unit, main unit image capture, and camera cable, resulting in flooding; and the other causes could not be identified. A probable root cause cannot be identified. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the main unit's image capture/ main unit/ and camera cable was flooded; there was also corrosion on scope mount; video connector electrical contacts; and a scratch on the lens of the main unit was found. There was no patient involvement.